Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic due to tachycardia. The device was interrogated, and it was revealed that the patient had an episode of ventricular tachycardia (vt) which was not treated by the device due to the device recognizing the arrhythmia as a supraventricular tachycardia (svt). The device was reprogrammed to resolve the event and the patient was stable.